Event description:
Received a report of pca set "leaking at the hub". Leak was at male end and there are no visible cracks. There was no patient harm. Reporter stated that there is a new anesthesia group in the facility which uses these sets and he doesn't know if that may be a factor. Customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Although expected, the device has not been received yet for evaluation. A follow up report will be submitted once the device has been received and an investigation has been performed.